Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Leakage at the connection of the tee to the tubing, resulting in excessive blood return to the patient